Manufacturer narrative:
(B)(4). We received one used, empty easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages were not detected. In as-received condition the white clamp was closed. The original wing cap was not handed over by the customer, the patient connector was closed with a blue stopper. After opening the top cap and removing the closing cone, we detected solution (liquid) and crystallized drug residues at the filling port (lli-cone). Furthermore, we detected solution (liquid) at the lla-cone of the patient connector. We did not detect air or something else inside the tubes. The sample was filled up to the nominal volume with 60 ml nacl 0.9 % and a functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump worked (solution was running). Leakages were not detected at the sample. Furthermore we tested the flow rate of the received sample. Nominal: 2 ml/h. Actual: 3.1 ml in 1 h; 5.6 ml in 2 hrs; 7.0 ml in 3 hrs. During the test of the flow rate we did not detect any leaks at the sample. Sample has been contaminated with 5fu. Therefore further investigation cannot be performed. Hence we assess this complaint to be not judgeable. We have informed our manufacturer accordingly. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility ((B)(4)): the pump was empty in 12 hours instead of 48 hours.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A follow-up report will be provided when the inspection results are available.